Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is presumed that an event has occurred in which the image is intermittently interrupted due to the failure of the printed circuit board. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had an intermittent image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.